Event description:
Patient gender, age and weight was requested but not provided by the reporting nurse. A venous pressure low alarm occurred during an extended cvvh dialysis treatment which was resolved. The alarm recurred and when the nurse entered the room, an external filter blood leak was observed. The estimate blood loss from the header cap leak was estimated at 400cc. No medical intervention was required at the time of the event.

Manufacturer narrative:
Evaluation of the returned cartridge confirmed a leak occurred in the arterial cap on the filter. The crack noted at the cap was most likely caused by stress or fatigue. Review of device history records revealed that the lot of cap components met all specification requirements. Mechanical stress testing performed during the manufacturing process also passed all acceptance criteria. There is no evidence to suggest that a manufacturing defect occurred. The cause of the filter crack appears to be due to a component failure, most likely caused by exposure of the filter to pressures over an extended period of time, which led to a loss in filter integrity and the resultant leak. There was no patient injury as a result of this event. The user's guide contains the following warning "the risk of clotting increases during long treatments, when blood flow stops, and when no anticoagulation is used. Failure to respond to clotting may expose the blood circuit and filter to blood leak or hemolysis. The risk is highest in long hemodialysis treatments, especially when no anticoagulation is used. Failure to respond to clotting may expose the blood circuit and filter to sustained high pressures leading to a possible filter blood leak or hemolysis. Always closely monitor for clotting through visual inspection and periodic flushing of the filter, and monitor the filter closely for any evidence of a leak." The device labeling is appropriate for the safe and effective use of the product.